Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user no longer has benefit from the device on the right side. When the device was stimulated directly with high intensity the user was still not able to hear any sound.

Manufacturer narrative:
According to the information received from the field a technical implant failure seems likely. However, to determine an exact root cause a device investigation of the explanted device is necessary. The concerned device was explanted but has not been received for investigation yet.

Event description:
The user no longer has benefit from the device on the right side. The user has been reimplanted.

Manufacturer narrative:
Conclusion: device investigation revealed a device failure caused by fatigue breakage of the wireguard and subsequent damage of bifilar wires. Cyclic loads like chronic implant movement likely led to the fatigue fratctures. Was likely the problems given in the recipient report seem to be congruent with the damage found. This is a final report.

Event description:
The user no longer had benefit from the device on the right side. The user has been reimplanted.